Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the module and found a kinked diluent tubing. He replaced the tubing, a solenoid valve, and the dilution nozzle. The investigation determined the event was due to the affected dilution flow path. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode, k electrode, and cl electrode assay results from 50 patient samples tested on the cobas 8000 cobas ise module (double). The following are examples of discrepant results: the initial results were deemed falsely high. Patient sample 1 the initial na result from the module was 146 mmol/l. The repeat result from another module was 130 mmol/l. The initial k result from the module was 4.45 mmol/l. The repeat result from another module was 3.98 mmol/l. The initial cl result from the module was 112.40 mmol/l. The repeat result from another module was 99.30 mmol/l. Patient sample 2 the initial na result from the module was 139 mmol/l. The repeat result from another module was 131 mmol/l. Patient sample 3 the initial na result from the module was 149 mmol/l. The repeat result from another module was 141 mmol/l. Patient sample 4 the initial na result from the module was 144 mmol/l. The repeat result from another module was 134 mmol/l. Patient sample 5 the initial na result from the module was 155 mmol/l. The repeat result from another module was 139 mmol/l. The initial k result from the module was 4.36 mmol/l. The repeat result from another module was 3.86 mmol/l. The initial cl result from the module was 121.7 mmol/l. The repeat result from another module was 107.2 mmol/l.